Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering and experienced a high blood glucose of 265 mg/dl and 276 mg/dl. Customer¿s other blood glucose level was 170 mg/dl. Customer was treated with insulin pump. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and little thirsty. Customer declined to perform the high pressure test. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.